Event description:
Fora v30 bg meter test strips and or meter display too wide of spread. Tested and compared to my freestyle which displays result within 5 points of lab results, meters used by nurses in the hosp and doctors equipment. The meter reading are not dependable and have resulted in several insulin reaction due to excessively high readings. How about 176 for the fora meter compared to 117 for the freestyle. These were from the same blood sample at the same time. I then ran 20 strips through the fora using their control solution. Ranges were from 130 to 145. These were in the range of the test solution. I then took 20 bg readings from the same blood sample at the same time. The results varied from 132 to 176. I then performed 20 tests using the freestyle meter from the same blood sample at the same time. The results were all (yes I say all) in the lower 20's. Being a retired metrologist I'm knowledgeable in specmanship being a past member of the (B)(6). Also, knowledgeable in statistical analysis and have used it to measure standard deviation in these meters. The fora doesn't really hack it many of us diabetics dependent on insulin need accurate test results to help mitigate calorie and injected insulin. The FDA must react to his problem as it's major concern. Most of these meters and test strips are manufactured in china where quality control and quality assurance plan if they exist, are poorly administered if at all.